Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer was having highs and lows due to possible pump issues. The customer had a low of 61 mg/dl and a high of 475 mg/dl at the time of the incidents. The customer was at 212 mg/dl at the time of the call. The customer used peanut butter and syrup to treat the low, and used the pump to treat the high. The customer was wearing the insulin pump during the incident. The customer reported the pump drive support cap was sticking out. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.